Manufacturer narrative:
A supplemental correction report being submitted to include correct manufacturer details. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
A supplemental correction report being submitted to included updated manufacturer details. There is a metal piece sticking out of the distal end of the inner guiding catheter. They could not advance the stent. They noticed this when it was in the patient. The physician had them pull the stylet back and the metal piece did not move. They removed the device and successfully completed the procedure with another device of the same type. Which step does the complaint relate to: device placement. If not, with the device in question, how was the procedure finished? With another device of the same type,. What was the target location for the stent? Bile duct. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. Maintained in a pixis medical cabinet. What is the reorder number, diameter and length of the wire guide that was used with this device in this procedure? Olympus visiglide long wire .025. Was the wire guide lubricated prior to use? Yes. Was the wire guide inspected for damage prior to use? Yes. Was the device at the center of the complaint inspected for damage prior to use? Yes. Were previous procedures i.e., sphincterotomy etc. Carried out prior to placing the complaint device? Unknown. Did the patient involved exhibit altered anatomy or tortuous anatomy? No. If not with the device in question, how was the procedure finished? With another device of the same type. What intervention (if any) was required? None. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a. Were any other defects observed on the device prior to return (other than the reported complaint issue? No. Had a sphincterotomy been performed prior to this occurrence? Unknown.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
There is a metal piece sticking out of the distal end of the inner guiding catheter. They could not advance the stent. They noticed this when it was in the patient. The physician had them pull the stylet back and the metal piece did not move. They removed the device and successfully completed the procedure with another device of the same type. Which step does the complaint relate to: device placement. If not, with the device in question, how was the procedure finished? With another device of the same type. What was the target location for the stent? Bile duct. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. Maintained in a pixis medical cabinet. What is the reorder number, diameter and length of the wire guide that was used with this device in this procedure? Olympus visiglide long wire .025. Was the wire guide lubricated prior to use? Yes. Was the wire guide inspected for damage prior to use? Yes. Was the device at the center of the complaint inspected for damage prior to use? Yes. Were previous procedures i.e., sphincterotomy etc. Carried out prior to placing the complaint device? Unknown. Did the patient involved exhibit altered anatomy or tortuous anatomy? No. If not with the device in question, how was the procedure finished? With another device of the same type. What intervention (if any) was required? None. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a. Were any other defects observed on the device prior to return (other than the reported complaint issue? No. Had a sphincterotomy been performed prior to this occurrence? Unknown.